Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclosse device during a interventional procedure, the device would not deploy. The thumb advancer would not go to the 3rd click. Hemostasis was achived with manual compression. There was no patient injury or effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there is no lot information.